Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for analysis. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. At a next step, the data from the follow up performed on the 17th of july 2015 were evaluated. An atrial threshold test was started with manually programmed aai mode, as mentioned in the complaint description. The data revealed that several communication disturbances occurred during the threshold test. It is therefore reasonable to assume that the clinical observation resulted from these communication disturbances. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the data available for analysis, it is assumed that communication disturbances led to the clinical observation. However, the data did not reveal any indication of a device malfunction. Should additional relevant information become available, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of about 4 months, a loss of capture was reported while threshold measurements had been performed during a routine follow-up in the clinic. The pacemaker remained implanted at that time. The patient reportedly felt dizziness and collapsed.